Event description:
Event description cpi's received paperwork from another company, stating reason for removal: patient expired. No allegation against the device. Entered due to test results from our analysis lab. Analysis of this bipolar porous tined endocardial lead (4250) shows insulation breaches, which are indicative of lead-on-lead contact.